Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the pressure regulating balloon (prb) not filling properly and recurring incontinence the patient had his artificial urinary sphincter (aus) prb removed and replaced. The inflation issues and recurring incontinence started two weeks prior to this surgery. Due to a hernia repair that was being done at the same time as the prb and pump replacement, the physician decided to also change the position of he prb and pump. The hernia did not relate to the aus. The patient status following this surgery was ok with no further issues. Should additional information be received a supplemental report will be submitted.